Manufacturer narrative:
The device was returned and the evaluation and investigation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the camera head "image appears to be blurry, having a hard time seeing details." The problem occurred during an unspecified event. The intended procedure was completed using a spare device without delay. There were no reports of patient harm.

Manufacturer narrative:
This report is being submitted to provide additional information and final investigation results from the legal manufacturer. The customer returned the camera head to olympus for the issue of blurry image. The subject device was inspected, and the reported issue was not confirmed. However, evaluation noted device failed leak test, crack on the connector, and kinks on the cable were discovered. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the camera head "image appears to be blurry, having a hard time seeing details." The problem occurred during an unspecified event. The intended procedure was completed using a spare device without delay. There were no reports of patient harm.